Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the display on the device was damaged. The customer believes the device may have been dropped. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the display on the device was damaged. The customer believes the device may have been dropped. Upon further inspection it was also determined that due to the impact, the front case was cracked and bezel was broken as well. There was no reported patient or user involvement and no adverse patient/user impact.